Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# l81439, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 20 mg/ml; 38.742 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2014. It was reported the patient had a low back x-ray done unrelated to her pump device on (B)(6) 2014 and they found a broken catheter. No symptoms were reported. No further complications were reported.